Event description:
Information received by medtronic indicated that there was a leak of blood from the hemostatic valve of the sheath and air ingress during aspiration of the sheath. This was noticed prior to ablations in the ripv, after ablations in the lspv, lipv and rspv had been performed. The sheath was replaced and the issue resolved. The cryoablation procedure was completed and no patient complications were reported.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. The reported issue has been confirmed through testing. Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.